Manufacturer narrative:
Device was used for treatment, not diagnosis. Christodoulou, l. And chamberlain, s. (1999). Internal fixation of scaphoid fractures with an ao mini-fragment lag screw, using temporary interoperative ao mini external fixation. Journal of hand surgery 24b (6); 676-678. This report is for an unknown ao 2.0 or 1.5 mm mini fragment lag screws/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: christodoulou, l. And chamberlain, s. (1999). Internal fixation of scaphoid fractures with an ao mini-fragment lag screw, using temporary interoperative ao mini external fixation. Journal of hand surgery 24b (6); 676-678. Between 1996 and 1997, 16 patients with 17 scaphoid fractures (one bilateral) underwent open reduction and internal fixation with ao 2.0 or 1.5 mm mini fragment lag screws. One patient was lost to follow-up in the postoperative period. There were 15 men and one woman. The mean patient age was 26 years with a range of 16-35 years. Complications included: two failures to obtain union, reduced sensation, revision due to radiocarpal joint impingement. This is report 1 of 1 for (B)(4). This report is for an unknown ao 2.0 or 1.5 mm mini fragment lag screws. A copy of the literature article is being submitted with this medwatch.